Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient just came through an extremely challenging season from which they felt they needed to share their experience. During the implant surgery, the patient felt a minor tugging near the right lobe of the implant. It was reported that the tremor suppression/control lasted for a good, steady 8 months. The symptoms started to worsen and they were getting unsustainable improvement. They had a visit just before (B)(6) 2014 that produced a nearly crippling increase in stimulation, most notably to their speech that led to an emergency trip. The reprogramming was becoming more and more of a jolting process to their whole system. Yet, they anticipated improvement, so they quietly grinned and had to bear it. There was a critical turning point in late december, in which to receive reasonably good tremor control, meant sacrificing their ability to speak clearly and maintain balance. That, in turn, soon became the standard mo for every scheduled quarterly visit, up to and including their last appointment with that doctor on (B)(6) 2018. More adjustments meant they could speak with less and less clarity, and before long (probably after about two years) they were needing a cane to stay upright. They also had a programming session as recent as mid-(B)(6) 2019. As of a month ago, they have gone from unmanageable tremor, even aggressively participating in a few clinical trials, to becoming a candidate for a nursing home. The patient's speech was utterly gone, their balance was "shot", their breathing was labored at best, their joints were creaking and cracking from an unspeakable number of falls, and they were reduced to sitting silently in a recliner, wanting to merely sleep endlessly, and wiping puddles of drool they could no longer control. Prior to that, over the past several years they had to quit their final full-time job and they had to quit their part-time job. Their balance had gotten too bad that it was dangerous. It was noted they fell off their bike six different times. Their speech was slurred and quieter, and physically hindered, so much that their wife had to translate. It was also reported the patient had fatigue, as well as aches and pains from stubbornly insubordinate balance and breathing issues. The could no longer play the piano due to muscle weakness and debilitating dexterity in both hands. Finally, they had to acquire a mobile scooter, a high-end walker, and a traditional wheelchair to get around easier at home. In mid december the patient had a visit with a neurologist to get a second opinion and they were introduced to a new medication, trademarked "gocovri". Using this medication forced a distinct lowering of their dbs settings (severe mitigation, comparatively) leading up to, and during that (B)(6) 2019 programming session with the new neurologist. The patient stated they can talk again. They can breathe easier and their balance was returning. They have energy and stamina they haven't felt in years. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the circumstances that led to the shocking was due to a change in device programming. This was exacerbated by the degree of overall deterioration from the disease, making the level of additional stimulation so extreme, it was like a shock to turn it back on (change from setting to setting).